Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient also occasionally feels stimulation in hamstring. Patient said implant is not for bladder, received for pain.